Event description:
It was reported that during an unknown procedure, the surgeon reported that the tissue pad had come off. Unknown how the case completed. There were no patient consequences. Device was discarded.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.